Event description:
It was reported that the articular surface would not lock in place.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: a complaint history search yielded no additional complaints against this item/lot combination. It is likely the device was not properly aligned prior to insertion, however the exact cause for the reported event cannot be determined. Evaluation: as received, the articular surface exhibits deformation damage to the dovetail feature and anterior surface from attempted implantations. The device was autoclaved, which prevents accurate dimensional analysis of the device. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.